Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they woke up with a high blood glucose level of 430 mg/dl and their infusion set tubing had broken off. They treated the high blood glucose with an insulin injection. Troubleshooting was performed. The customer reported that they did not keep the set and replaced it and it was fine. The customer declined troubleshooting for the high blood glucose. The device will not return for analysis.